Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx unexpectedly shutdown. There was no pt involvement and/or impact.